Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the stimulation was working and covering the patient¿s lower back and legs, but it suddenly stopped working when the patient left the hospital after implant. The patient reported that they had to take pain medications on the night of the implant surgery. The patient noted that the ins was turned on. The patient increased the stimulation output on group a from 0.80v to 1.00v, which the patient thought was too high. The patient decreased the stimulation to 0.90v. The patient also mentioned that their arm was cramping when they were trying to hold the antenna over the ins site. The patient had a follow-up appointment on the monday following the report. No further complications are anticipated.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they changed device programming but the cramping is still a daily routine. The stimulation issue has been resolved, but they are still having severe cramping in their lower back arms and have headaches sometimes. The patient also noted having complete numbness in their left leg/foot. Both of their hands (palms only) go completely numb almost every night while lying down to sleep. They are still not sleeping all night due to the numbness waking them. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. They were unaware of the events but have spoken to the patient 4 or 5 times since implant. They are doing well and have stimulation in their legs and lower back. The other issues remain. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.